Event description:
It was reported that a patient presented with myopotentials over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention was reported. No adverse patient consequences were reported.